Manufacturer narrative:
(B)(4). The customer returned one 2-lumen catheter for evaluation. The sample contained obvious signs of use in the form of biological material. The distal extension line was separated in three pieces and contained adhesive residue. Microscopic examination of the points of separation indicated that they were smooth and even, indicating contact with a sharp object caused the damage (cutting bandages, etc.). The separated portion of extension line measured to be 65 mm and the portion still attached to the catheter measured to be 25 mm. This, in total, is consistent with the nominal value of 86 mm per product drawing. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not secure, staple, and/or suture directly to outside diameter of catheter body or extension lines to reduce risk of cutting or damaging the catheter or impeding catheter flow." The customer report of a separated extension line was confirmed by complaint investigation of the returned sample. The appearance of the points of separation indicated that the damage was caused by contact with a sharp object. A device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports: two weeks after insertion, the catheter was found cut although any sharps were not being used near the patient. The device was replaced.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: two weeks after insertion, the catheter was found cut although any sharps were not being used near the patient. The device was replaced.